Manufacturer narrative:
Patient weight is unknown. The patient required amputation on the treated limb. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Foreign- (B)(6) / study name: (B)(6) - patient ID # (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, ischemia and amputation are listed as potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, a stellarex catheter was used to treat the target lesion of the right proximal sfa. Approximately 18 months post index procedure, the patient experienced ischemia on the treated limb and underwent a major amputation of the right lower limb on (B)(6) 2019. The physician indicated this is not related to the study device or procedure.